Event description:
The customer reported problems with the vertical lift function. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the vertical lift power supply. System operates as intended. (B) (4).